Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head doesn't power on when plugged in. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, h2, h4, h6, and h10 corrected fields: e4, g2 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head doesn't power on when plugged in. The issue occurred during preparation. There were no reports of patient harm.